Event description:
It was reported that sometime post port placement procedure, the device allegedly had a difficulty in flush. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 12/2022.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as a serious injury. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use reviewed and states that: position port and close incision site. Flush and lock each lumen of the port system as described under heparin lock procedure for open-ended catheters or saline lock procedures for implantable ports with groshong catheters. Close clamp while injecting last 0.5 ml of flush solution. Heparin lock procedure for open-ended catheters. To help prevent clot formation and catheter blockage, each lumen of the implanted ports with open-ended catheters should be filled with sterile heparinized saline after each use. If the port remains unused for long periods of time, the heparin lock should be changed at least once every four weeks. Caution: remember that some patients may be hyper-sensitive to heparin or suffer from heparin induced thrombocytopenia (hit). These patients must not have their port locked with heparinized saline. If the port catheter length is not known, the following are recommended flushing volumes for open-ended catheters, otherwise follow institutional protocol. Flushing and locking volumes (each lumen) : 1.when port not in use - 5 ml heparinized saline every 4 weeks (100 u/ml). 2. After each infusion of medication or tpn - 10 ml sterile normal saline then 5 ml heparinized saline (100 u/ml). 3. After blood withdrawl20 ml sterile normal saline then 5 ml heparinized saline (100 u/ml). 4. After power injection of contrast media10 ml sterile normal saline then 5 ml heparinized saline (100 u/ml). Saline lock procedure for groshong catheters. To help prevent clot formation and catheter blockage, implanted ports with groshong catheters should be filled with sterile normal saline after each use. If the port remains unused for long periods of time, the saline lock should be changed by flushing at least once every four weeks. If the port catheter length is not known, the following chart outlines the recommended flushing volumes for groshong catheters ¿ otherwise follow institutional protocol. Flushing and locking volumes (each lumen) : 1. When port not in use5 ml sterile normal saline every 4 weeks. 2. After each infusion of medication or tpn10 ml sterile normal saline. 3. After blood withdrawl20 ml sterile normal saline. 4. After power injection of contrast media10 ml sterile normal saline. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that seven months post port placement procedure, the device allegedly had a difficulty in flush. It was further reported the patient had thrombosis. The current status of the patient was unknown.